Event description:
I ordered a banyan stat emergency medication kit 32630. It was shipped with 7 missing medications. Today (B)(6) 2014, fourteen months later I still have not received all items to complete this kit. I was not notified it had back ordered items. I would not have placed the order for an incomplete emergency medication kit. I discovered the missing items when I opened the kit. It seems inappropriate for an emergency medication kit to be sold missing medication.